Event description:
It was reported that the lead had an apparent fracture. When the lead was being laser extracted, it caused a tear to the superior vena cava. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached, the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor was cut, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; partial lead in segments returned and analyzed.